Event description:
The account stated the bed was giving an audible alarm and they could not silence it. When they looked at the scale circuit board, it looked like some fluid was on the board.

Manufacturer narrative:
Repairs have not been completed.